Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: surgeon used double buttressing (seam guard), does not pulse fire, and clips the entire length of the gastrectomy during the procedure. For this patient the surgeon indicated that he was able to use another staple firing to complete the procedure and that firing led to being closer to the bougie.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the fifth firing of the device, half of the staples deployed on the patient side of the staple line. Cutting did occur and there was some bleeding. The bleeding was controlled by using an alternate like device with a new green reload. It is unknown if buttressing material was being used when this occurred. The bleeding was minimal and there was no need for blood products.

Manufacturer narrative:
(B)(4). Batch # n5668t. Gst60g (a) was returned still within packaging, sterile barrier still intact. Packaging lot: n4lz46. Gst60g (b) was returned loaded in the channel of the device. The right side of the cartridge had been fully fired. The left side had drivers deployed for approximately the first third of the length. The distal two thirds of the drivers were not deployed and staple legs were visible protruding above the cartridge deck. The cartridge was received with the pan fully attached. Upon removal of the pan, there was visible damage to the cartridge body, drivers and one piece sled. Batch n56318. The device was tested for functionality in the straight position with the returned cartridge reload (a) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4) date sent: 11/10/2016. Age/date of birth: information added. Additional information received: patient was (B)(6). On the 5th firing a grinding sound was heard. When device was opened, issue was observed. The surgeon stated that he waited over 15 seconds and possible up to 30 seconds before firing. He stated that he does not pulse fire and leaves a little extra room proximal. The device is usually in the straight position when firing.